Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 400 mg/dl with increased thirst, nausea, signs of dehydration, and unspecified ketones. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Troubleshooting revealed that the patient was not priming the tubing with an adequate amount of insulin during infusion set changes, and was also not performing the fill cannula step, resulting in receiving less insulin than expected. There was no indication or allegation of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.